Event description:
After inserting the guide wire into the rfa, the proximal end (end closest to the hub) broke in the pt, became embedded in the subcutaneous tissue and required a cut down to retrieve the catheter.